Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6 results/conclusions codes

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on 6 may 2021. During examination of the right ventricular (rv) lead, it was noted that there was noise which caused non-sustained right ventricular oversensing alert. The clinician performed isometric testing on the patient and the noise was reproduced. No programming changes were performed as noise was too large to program around. There were no symptoms reported.